Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy fluid, feeling bloated, upper abdominal pain, shoulder pain and distress. The cause and treatment of the event were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.